Manufacturer narrative:
The reported event involving pcu device having new pole clamps that are not attaching to IV poles properly could not be confirmed. The source pcu device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pole clamps on the new pump modules are 0.5 cm different in width than the old pole clamps and are not attaching to the linet bed IV poles properly, resulting in the nursing staff ordering rolling IV poles to accommodate the pump modules. The customer states that "the issue has been resolved."